Event description:
A customer reported to baxter an issue of leak on transfer set found during use. The customer reported that the liquid would not stop even after closing the clamp on the tube. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The cause for the broken occluder feet issue could not be determined based on the information available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.

Manufacturer narrative:
(B)(4). The reported issue of leak was confirmed during sample evaluation. Baxter received used set with cap on dark blue connector. Visual inspection and clamp function test performed with the following issues noted: occluder feet broken. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Visual inspection noted no whitish spot on the occluder leg that would indicate possible over-torquing. The sample lot number is known, therefore a batch review will be performed.